Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2008, and the patient was reimplanted with another device during the same surgery. (B)(4).

Event description:
Per the audiologist, the patient's cochlear implant system stopped working. Testing done at the clinic showed the implant was not functioning. Results of an integrity test done in 2007, confirmed the malfunction of the receiver/stimulator. Explantation/reimplantation surgery had been recommended but had not been scheduled at the time of this report.